Manufacturer narrative:
A ge service rep performed an onsite investigation, and fitted kits to avoid damage to the fuses. The contact on the monitor power supply was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor would not display an image. No pt injury was reported.